Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated difficulties with vns programming sys. The physician "attempted to increase the output current to 0.50ma...it kept 'going back to 0.25ma', but was eventually successfully programmed." Good faith attemts have been made to identify which vns programming sys the physician was using, but have been unsuccessful to date.